Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("first attempt of essure placement, the device detected off the uterine wall, embedded within the endometrial lining, and did not deploy within the fallopian tube") and device dislocation ("malposition of essure device location of device") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, headache, yeast infection (penicillin), vomiting and vaginal haemorrhage. Both fallopian tubes are obstructed at the infundibulum with bilateral essure devices in place. The proximal end of the inner coil of both devices is less than 3 em from the infundibulum in keeping with satisfactory placement impression : satisfactory placement of bilateral essure devices without spillage. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 1 day after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient experienced pelvic pain ("pain/pelvic pain"). On (B)(6) 2010, the patient experienced the first episode of menorrhagia ("increasingly severe painful periods/ bleeding/ abnormal bleeding ( menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and pain ("torso pain"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, vaginal haemorrhage, the last episode of menorrhagia, dysmenorrhoea, vulvovaginal pain, abdominal pain and pain outcome was unknown and the dyspareunia had not resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, embedded device, pain, pelvic pain, vaginal haemorrhage, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff currently planning for essure removal due to all complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: results: coils properly placed. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: embedded device (confirming device dislocation). Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs received- new event vaginal pain, abdominal pain, torso pain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("first attempt of essure placement, the device detected off the uterine wall, embedded within the endometrial lining, and did not deploy within the fallopian tube") and device dislocation ("malposition of essure device location of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uti, headache, yeast infection (penicillin), vomiting and vaginal haemorrhage. Previously administered products included for an unreported indication: oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pain") and the second episode of menorrhagia ("increasingly severe painful periods/ bleeding"). Essure treatment was not changed. At the time of the report, the embedded device, device dislocation, pelvic pain, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the last episode of menorrhagia and dyspareunia had not resolved. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, embedded device, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff currently planning for essure removal due to all complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: coils properly placed. Diagnostic results: both fallopian tubes are obstructed at the infundibulum with bilateral essure devices in place. The proximal end of the inner coil of both devices is less than 3 em from the infundibulum in keeping with satisfactory placement impression: satisfactory placement of bilateral essure devices without spillage. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: embedded device (confirming device dislocation). Most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Added event pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.